Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed a hole, likely due to handling damage, and a balloon leak. The device was flushed without difficulty during functional analysis. A demonstration 0.014¿ guide wire was advanced to the distal tip and an attempt was made to inflated the balloon; however the balloon was noted to be leaking from a hole in the distal end of the balloon. As per additional information, the balloon catheter was inspected and confirmed to be in good condition during/after unpacking and preparation. In addition, the leak was observed during preparation. It is probable that the balloon was damaged during handling of the device either during unpacking or preparation, causing the observed damages on the balloon. Based on the information available and analysis of the device an assignable cause of handling damage was assigned to this investigation.

Event description:
It was reported that during preparation, an attempt was made to inflate the balloon out of the patient's body and contrast leaked from the tip of the balloon. There was no clinical consequence to the patient due to this event.

Event description:
It was reported that during preparation, an attempt was made to inflate the balloon out of the patient's body and contrast leaked from the tip of the balloon. There was no clinical consequence to the patient due to this event.